Manufacturer narrative:
(B)(4). Insulin pump passed the displacement test but rewind anomaly during the basic occlusion test due to loose drive support disk. Unable to perform the occlusion, prime, compromised forced sensor system and excessive no delivery alarm due to loose drive support disk. Pump received with broken battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump had cracks battery casing and around the reservoir. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that the insulin pump had louder during rewind, motor makes grinding noise and unexplained no delivery alerts not due to site issues. The insulin pump will not be returned for analysis.